Event description:
It was reported that this patient had ongoing anti-tachycardia pacing (atp) and shock therapy to covert various arrhythmias. Most recently after atp was delivered due to arrhythmia the rhythm accelerated to the ventricular tachycardia (vt) zone and after the fourth atp therapy the rhythm was terminated. No additional adverse patient effects were reported. This device remains implanted.